Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient came in for the lead pull a day early, but the trial was still successful as a whole. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) via a manufacturer representative. It was reported that the tape on the patient¿s back became loose and they thought that one of the leads moved. The patient had been outside and got sweaty, which loosened the tape. It was noted that the patient still felt stimulation, but they feel that the coverage may have changed. No further complications are anticipated.